Event description:
It was reported that the right ventricular (rv) lead showed non-physiologic sensed events on real time electrogram. The lead remains in use to be further evaluated. It was further reported that the rv lead had noise and fluoroscopy indicated the rv lead had occasional lead to lead contact occurring with an abandoned rv lead. The sensitivity of the rv lead was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead showed non-physiologic sensed events on real time electrogram. The lead remains in use to be further evaluated. It was further reported that the rv lead had noise and fluoroscopy indicated the rv lead had occasional lead to lead contact occurring with an abandoned rv lead. The sensitivity of the rv lead was reprogrammed and the rv lead remains in use. It was further reported the rv lead had noise on the electrogram and on non-sustained events. Also, the lead integrity alert had previously been triggered for non-sustained events and the sensing integrity count. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead showed non-physiologic sensed events on real time electrogram. The lead remains in use to be further evaluated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.